Event description:
It was reported by the affiliate that during a prolaspsectomy procedure, the device stapler sutured only 50% of the entire circumference. The surgeon had to finish the case by suturing by hand. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.